Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00430. It was reported the patient¿s trial leads were removed and the trial was ended ahead of schedule due to patient experiencing tachycardia and shortness of breath. The patient has a history of high blood pressure and other cardiac concerns. The patient will follow up with his cardiologist prior to permanent implant procedure.